Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/08/2016 with the following findings: a review of the black box showed a loss of prime warning associated with a low non-zero force. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no loss of prime warnings were duplicated. The pump detected the correct force during testing. The force sensor calibration was found within specifications.